Manufacturer narrative:
This report is submitted on august 16, 2017.

Event description:
It was reported that the patient experienced an extrusion of the receiver-stimulator, resulting in the decision to explant the device (date not reported).

Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized on (B)(6) 2014 for a duration of 5 days due to extrusion of the device. This report is filed on (B)(6) 2017.